Manufacturer narrative:
Device evaluated by MFR:a promus premier select ous mr 24 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts from the proximal and distal end stretched lifted from the crimped profile. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02sep2021. It was reported that the device was unable to cross the lesion. A percutaneous transluminal coronary angioplasty was being performed. Vascular access was obtained via the femoral artery. The target lesion was located in a 45% stenosed, non tortuous and non calcified left anterior descending artery. Following predilation this 24 x 4.00mm promus premier select drug eluting stent was selected, during the procedure the device was unable to pass through the lesion properly. The case was completed with another of the same device. No patient complication were reported and that patients status is stable. However, device analysis identified stent damage.